Manufacturer narrative:
Event date is estimated.

Event description:
Mfg reference report number: 3006705815-2021-02203. It was reported that the patient had a full system explant in 2019 due to an unknown reason. Following the explant, the patient experienced symptoms such as loss of bowel and bladder sensation, numbness in leg, tingling, burning, and other issues.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.